Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient collapsed and the left ventricular assist device (lvad) stopped working. Log files were submitted for review and contained the onset of backup battery (ebb) faults at around 6:45 pm on (B)(6) 2025. The log indicated that the driveline was disconnected from the system controller at around 6:59 pm on (B)(6) 2025 causing various alarms. Power source changes as well as multiple silence alarm button presses were seen before the controller was shutdown at 9:22 pm on (B)(6) 2025. The patient had recently switched from their mobile power unit (mpu) to batteries. They had walked out onto the porch because they were going to dinner. At that point, the patient's lvad started alarming, and the patient lost consciousness. The patient was brought inside, and the patient's power source was changed to the mpu. The clinic was called at approximately 8:05 pm. It was relayed that the pump was off, not alarming and that the patient was unconscious and not breathing. The clinic verified that the lvad was hooked up to a power source. They were advised to call 911 and the lvad coordinator would walk them through a controller exchange. The vad coordinator then lost contact with them, despite multiple attempts to call back. The vad coordinator was able to call 911 dispatch and verify that an ambulance was on the way to their house. The vad coordinator was then advised that cardiopulmonary resuscitation (CPR) was in progress. The patient received approximately 40 minutes of CPR. When emergency medical services (ems) reached the house, it was advised that the controller exchange had been performed about 12 minutes after contact was lost, while another friend performed CPR. This was verified when the backup controller was interrogated. Once they performed the controller exchange, they continued another 25 minutes of CPR until ems arrived due to the patients lack of responsiveness. A summary of the log files was provided. At 17:54:19 the power source changed from mpu power to battery power. Data indicated battery charge status of ¿1 bar¿. At 18:04:19 low_power_advisory alarm flag raised. At 18:15:55 the power source was changed to another pair of batteries. Data now indicated battery charge status of ¿4 bars¿. At 18:54:09 backup_battery_fault alarm flag raised that was associated with (f36) ebb_load_test_fail power fault flag. At 18:55:04 the black power cable disconnected from battery power source. At 18:55:11 the black power cable reconnected to battery power source. Charge status appeared to be equal to prior, ¿4 bars¿. At 18:56:27 the white power cable disconnected from battery power source. At 18:56:50 the white power cable reconnected to battery power source. The charge status appears to be equal to prior, ¿4 bars¿. At 18:59:41 a driveline_disconnect alam flag is recorded. The lvad would have been off from this time. At 19:01:39 the white power cable disconnected from battery power source. At 19:01:43 the white power cable reconnected to mpu power source. At 19:02:15 the white power cable disconnected from mpu source. At 19:02:18 the white power cable reconnected to mpu power source. At 19:02:28 the black power cable disconnected from battery power source. At 19:02:39 the black power cable reconnected to mpu power source. At 19:02:46 the black power cable disconnected from mpu power source. At 19:03:07 the white power cable disconnected from mpu source, and a no_external_power alarm flag was raised. From 19:05:22 - 21:22:29 (7) silence_alarm_button_pressed events occurred. At 21:22:45 shutdown_sequence_started and was aborted 1 second later. At 21:22:47 shutdown_sequence_started and the controller successfully shutdown. The recorded data indicated that motor function was not affected by the backup battery fault alarm. Motor speed was maintained at 5400 rpms until the driveline disconnect event occurred at 18:59:41.

Event description:
It was additionally reported that the patient passed away due to anoxic brain injury and driveline disconnected on (B)(6) 2025. The outcome was considered device or therapy related and the device would not return. User facility medwatch received that stated the patient was unable to clear the backup battery fault alarm despite several attempts to fix the alarm by changing the normal power connections. The patient disconnected the driveline with stopped power and communication to the pump and the patient collapsed. After arrival at the hospital a head computed tomography (CT) was performed with showed a small parenchymal hemorrhage in the anterior right thalamus. The patient was transferred to the cardiovascular intensive care unit (cvicu) and monitored closely. The patient had evidence of seizure like activity when sedation was lightened. An electroencephalography (eeg) showed burst-suppression and nonconvulsive status epilepticus. The patient was started on valproic acid however the patient's neurological status failed to improve. After discussion with the family, confort care was pursued and the patient passed away peacefully.

Manufacturer narrative:
User facility report: mw5177511 received on 21oct2025. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms and driveline disconnect was confirmed via the submitted log files. On (B)(6) 2025 at 18:54:09, the submitted and downloaded controller event log files captured a backup battery fault alarm due to the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage being outside the expected range as compared to the unloaded voltage. The resolution of the backup battery fault alarm was not captured. On (B)(6) 2025 at 18:59:40, the driveline was disconnected. On (B)(6) 2025 at 19:03:07, both power cables were disconnected. On (B)(6) 2025 at 21:22:45, the shutdown sequence was initiated, which is consistent with the reported controller exchange. The backup battery fault alarm did not impact the controller¿s ability to support the pump while the driveline was connected and there were no other notable events captured on the reported event date in the log files. The returned controller, serial number (B)(6), passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. Throughout testing procedures, multiple load tests were performed, and no atypical alarms were able to be reproduced. The provided information indicated the patient disconnected the driveline to troubleshoot the backup battery fault alarms; the controller was later exchanged by the patient¿s caregiver. A root cause for the backup battery fault alarm was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue. The root cause for the driveline disconnect was determined to be user error per provided information. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and heartmate 3 patient handbook, are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve backup battery fault and driveline disconnect alarms. Section 2 of the IFU, entitled ¿system operations¿, instructs the user to reconnect the driveline if it ever becomes disconnected as otherwise the pump will stop. This section also instructs the user on the proper procedure for exchanging their driveline and advises the user to have a caregiver present during a system controller exchange and/or to call a hospital contact if instructed. This section also includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.